Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the systems positioning sensor unit (psu) was intermittently functioning. The robe was in use and the patient reference frame would enter and exit tracking randomly. The representative was not on site to perform extensive troubleshooting at the time of the call. The issue occurred during registration. The site switched spheres on the probe and reference frame and the issue did not resolve. There was less than one hour delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735670 serial: (B)(6); product type: references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The case details were reviewed. The hardware analysis provided in sfdc for the case raised by the site for the same system on the date 5/31/2024. As per the analysis on 6/18/2024, the psu had scratches on the housing, lenses and there was also electrical issue ¿low current¿with the camera which was causing tracking issues and it seemed the issue was with the camera. Based on the information provided, this did not appear to be software related. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.